Manufacturer narrative:
The power conversion enclosure was returned to the manufacturer for analysis. The enclosure was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Additional information: the power enclosure was returned to manufacture, however, hardware evaluation is in progress and findings are not available at this time.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the power enclosure board was replaced to resolve the reported issue. Additionally, the firmware was re-installed on the system. The imaging system then passed the system checkout and was found to be fully functional. The suspect power enclosure board has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the imaging system displayed a collimator initialization error when starting up. Restarting the imaging system resolved the reported issue. There was no patient present when this issue was identified. No additional information was provided.